Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the surgical intervention to relocate the ipg on (B)(6) 2018, it was noted that he s1 lead had migrated. As a result, the lead was explanted. Reportedly, therapy was restored post-operatively.